Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no anomalies. When activated on porcine kidney tissue, the jaws opened and closed normally; the jaws did not stick to or lock onto the tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report. This report was originally submitted under the reporting site registration number # 1717344-2013-00652. A new MDR 3500a form has been submitted under the MFR site registration number. The new MDR number is # 3006451981-2014-00500.

Event description:
The customer reported that mid-way through a total abdominal hysterectomy, the jaws of the device would not re-open while applied to tissue. The surgeon forcibly released the jaws and this caused some tissue damage and oozing. A new device was opened and used to complete the procedure. There was no pt injury.